Event description:
Voluntary medwatch received states that there were automatic mode switch (ams) episodes from noise oversensing and potentially from myopotentials oversensing on the right atrial (ra) lead. No intervention was reported. The patient had no adverse consequences.